Event description:
It was reported that the deep brain stimulation (dbs) patient, who was immunocompromised, developed redness and swelling. The patient was diagnosed with an infection at the implantable pulse generator (ipg) site 38 days after the implant procedure. They were then hospitalized and were administered antibiotics. Although a culture was taken, the results remain unknown. The patient subsequently underwent an irrigation and washout procedure, during which the physician determined the infection had cleared. However, the infection reappeared, leading to an ipg explant procedure. The patient was doing well postoperatively. The device was retained and will not be returned for analysis. Additional information was received that the device was received by the manufacturer.

Event description:
It was reported that the deep brain stimulation (dbs) patient, who was immunocompromised, developed redness and swelling. The patient was diagnosed with an infection at the implantable pulse generator (ipg) site 38 days after the implant procedure. They were then hospitalized and were administered antibiotics. Although a culture was taken, the results remain unknown. The patient subsequently underwent an irrigation and washout procedure, during which the physician determined the infection had cleared. However, the infection reappeared, leading to an ipg explant procedure. The patient was doing well postoperatively. The device was retained and will not be returned for analysis.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, and visual inspection of the device showed no abnormalities, and a review of sterilization records found no deviations or anomalies that could have contributed to the incident. Additionally, a labeling review confirmed that this type of event is a well-documented risk associated with deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient, who was immunocompromised, developed redness and swelling. The patient was diagnosed with an infection at the implantable pulse generator (ipg) site 38 days after the implant procedure. They were then hospitalized and were administered antibiotics. Although a culture was taken, the results remain unknown. The patient subsequently underwent an irrigation and washout procedure, during which the physician determined the infection had cleared. However, the infection reappeared, leading to an ipg explant procedure. The patient was doing well postoperatively. The device was retained and will not be returned for analysis. Additional information was received that the device was received by the manufacturer.